Event description:
There is no additional event information.

Manufacturer narrative:
Review of the most recent repair record determined the calibration and test cut were not checked due to a damaged comb. The comb was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the mesher intermittently would not turn. There was no harm or delay. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.